Event description:
Image disappears (black) after some time of operation.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus for evaluation. The evaluation was able to confirm the user's report of image difficulty. The image was found to be flickering and had a breakdown after some time of operation. The image difficulty was isolated to a damaged r-unit, which was at the end of the expected live. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.